Event description:
It was reported that the patient's right atrial (ra) lead had dislodged, resulting in undersensing and loss of capture. The ra lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, undersensing, and loss of capture. The events of undersensing and loss of capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.